Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose a few hours after announcing meals while using the ilet pump and requested a factory reset to return the device to default settings, with education provided to contact customer service and the prescribing clinician and to reapply any trainer-recommended settings after reset. Symptoms included hypoglycemia requiring frequent treatment with oral glucose and other carbohydrates. Outcomes included user counseling and troubleshooting without alarms or hospitalization. Investigation included customer service review and user education on device use and reset implications. Investigation of this case revealed no device alarms or malfunctions reported, and the cause of hypoglycemia remained unclear, with device settings expected to revert to default after reset and require reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.